Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 6 days after the sensor was inserted in the abdomen. On (B)(6) 2024, when the patient woke up monday morning around 7 am, she was surrounded by paramedics. Her husband called the paramedics around 7 am because the patient readings from her dexcom sensor were very high. The husband did not give any medication to the patient. It was not documented whether bg was checked. The paramedics arrived 3-5 minutes after the husband called. The paramedics did the fingerstick, and the reading was 40 mg/dl while the dexcom reading was 200 mg/dl. The hypoglycemia was treated with sugar water or dextrose. The patient declined further evaluation in the hospital. She ate carbohydrates and an unspecified time later; the readings went back to normal. After 2 hours, the paramedics departed. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.